Event description:
It was reported that the patient received their first spinal cord stimulator nine years ago and had no problems with it, though two and a half years ago, the patient's electrode broke and had to be replaced. It was not possible to follow-up with the contact information provided, and no additional information was obtained